Event description:
It was reported that during use this handpiece got hot. The procedure was completed as intended by using another handpiece. There was no report of injury or surgical delay.

Manufacturer narrative:
Investigation findings: the drill was received for evaluation and the reported problem was unable to be verified. During testing, the drill remained within the specified temperature range. Further investigation found the unit failed ground bond testing. The instructions manual for this handpiece provides the following warning: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. In addition, the recommended service interval for this drill and associated bur guards is six months. The customer will be contacted with additional information regarding this product.